Event description:
It was reported that the patient's wife called about heating pad use/interaction with the patient's implant. The wife stated "say, while I have you on the line, the doctor told us the lead has slipped and its causing it to use more energy and instead of every 5 years they will need to replace [the] device every 3 years. Should [we] have them fix the lead?" The patient was referred to physician. All three leads remain. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5524m 45 implantable pacing lead 2000 (B)(6); c4tr01 bi-ventricular (bi-v) pacemaker 2013 (B)(6); 4194-78 implantable pacing lead 2009 (B)(6). (B)(4).